Event description:
The customer called to report that his blood glucose levels have been high for that past four days. The reported blood glucose reading at the time of the call was 304 mg/dl. The customer also stated that the insulin pump was delivering the basal rates, but not the boluses. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test twice. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.